Event description:
The customer reported that the alarms were turning off independently on the vm6 patient monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint is deemed reportable since philips does not have enough data to determine if the alarms were turning themselves off without user interaction. In an abundance of caution, we will report this incident. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.